Event description:
Reporter alleged the blood glucose device pins 3 & 4 have signs of melting and burning as was determined by the manufacturer's evaluations departments. No actions taken or treatment associated with the alleged event. The suspect device has been returned and replacement product was sent.